Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are captured under separate medwatch numbers.

Event description:
It was reported that when the balance middleweight (bmw) hydro guide wire was removed from the dispenser coil, it was noted that the tip was damaged and the weld was poorly done. The wire tip seemed worn out. Two same guide wires had the same issue. Ultimately a non-abbott wire was used to complete the procedure. There was no patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to damage observed prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. Additionally, two sterile/unused devices with lot # 5091073 were tested successfully with no anomalies noted. As such, there is no indication of a product quality issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D9: corrected device available for evaluation from yes to no.